Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot# 3188126): 1) this batch of products were assembled at intima ii auto line 4 in jul 2023, and packaged at cfs package line in jul 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 video and 2 samples. The returned samples shows that the package is not opened, the sku is 383005, batch code is 3188126, one of the foreign matter is immovable and embedded in the pp connector, the foreign matter of the other 1 sample is located on the extension tube. 3. Check the retained samples of this batch, no foreign matters are found. 4. Cause analysis: 1) due to foreign matter embedded in the pp connector seat that cannot be removed from the connector seat, so it is impossible to perform a component analysis. It is suspected that the black foreign matter is the burnt spot produced by the carbonization of the pp connector during molding. There are flowing blind spots in the molding machine's screw and hot runner system of die, and the molten pp connector material is carbonized into burnt spots in these places at high temperature for a long time. Action taken: the molding machine's screw and hot runner system of die are cleaned with pp every quarter to reduce the occurrence of the burnt spot. 2)the foreign matter on the other extension tube is about 0.01 mm² in size, which is within the acceptable range, and the foreign matter is not located in the flow channel, so the use function is not affected. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. The returned samples show the exact location and shape of the foreign matter, due to foreign matter embedded in the pp connector seat that cannot be removed from the connector seat, it is impossible to perform a component analysis, so the source and cause of the foreign matter cannot be determined. The plant will continue to pay attention to and monitor such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y18gax1.16in prn had foreign matter when the product was unpacked, it was found that the small package of the indwelling needle inside was moldy; the number of affected 2 pieces, the sample can be returned, and photos are provided; green claim settlement is required, complaint reply letter is required, and complaint receipt letter is required.